Manufacturer narrative:
The customer reported discrepant high inratio inr result during testing on (B)(6) 2014. The customer not provide lot numbers or return products for investigation. Further investigation was not possible without additional information. Although the product was not returned, improper technique was identified in the complaint and cannot be ruled out as a possible root cause for the unexpected result. Since the product associated with the complaint was not returned and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller is a patient who attends a coumadin clinic to have her inr tested. She alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr >7.5, laboratory inr 3.6. Therapeutic range: 2.5 - 3.5. The time between testing was less than one (1) hour. Reportedly,the finger was touched to the sample well. There was no reported adverse patient sequela. There was no additional information provided.